Manufacturer narrative:
(B)(4). Batch r58w59. Investigation summary: the analysis results showed that one gst60t reload was received with the one piece sled detached and unfired making it nonfunctional. Further analysis showed that the cartridge was noted to be damaged at proximal end. Although no conclusion could be reached on why the reload became damage, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the doctor tried to insert the reload into the stapler and the reload wouldn't load smoothly. When the doctor attempted to fire the stapler, with the black reload, seam guard buttressing material, the stapler wouldn't fire. The doctor used the reverse button the remove the device from tissue. The doctor used a second like reload with the same stapler to continue the procedure. After the procedure was completed, the customer checked the reload and noticed there was no sled in the reload. There were no patient consequences reported.